Manufacturer narrative:
Result: connector-speaker connector was not properly connected to cpu board.

Event description:
It was reported in a service report that the bed exit alarm was not functioning properly. No pt involvement or adverse consequences were reported.